Event description:
Pt underwent left total hip arthroplasty approx nine yrs ago. She presented with a history of hip pain that had been present for approx one year. The pain was worse with ambulation. She reported pain with extremes of range of motion. If the pt has to ambulate for any distance, she uses a cane for an assistive device. The pt was taken to surgery for revision of the left total hip. During surgery, it was noted that there was some debris and wear on the superior/posterior acetabulum. All components were removed and replaced. Pt's original surgery was performed by another physician at another facility. Device numbers, lot numbers, etc, are not available.